Event description:
It was reported device shift occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The 27mm wds was deployed and the position was too proximal. A full recapture was performed, and the device was deployed again in a deeper position. Position, anchor, size and seal (pass) criteria was evaluated and the physician decided to release. When the physician was releasing the closure device there was a lot of bias. The closure device was released, and it looked like it shifted proximal in position immediately. The closure device was monitored for 20 minutes and remained stable. There were no further complications and the patient was discharged.